Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).